Event description:
It was reported that an asymptomatic patient presented with high right atrial lead impedance. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after procedure.